Event description:
It was further reported that this event is resolved without residual effects. It was previously reported that it was resolved with residual effects.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. Same case as MFR ID#: 2134265-2011-04081, 2134265-2011-04518. It was reported that post a stenting treatment procedure, restenosis occurred. (B)(6) 2011, the patient presented at the time of the index procedure due to an st elevation myocardial infarction. Four days later, the patient was treated with a 2.25x32mm ion stent implanted in the proximal to mid left anterior descending (lad) and a 2.5x32mm ion stent implanted in the mid lad adjacent and overlapping. (B)(6) 2011, the patient was hospitalized for an elective cardiac catheterization which revealed 70% diffuse in stent restenosis of the mid lad. The patient later underwent quadruple coronary artery bypass graft surgery including left internal mammary artery to the lad and reverse saphenous vein graft (svg) to the ramus, reverse svg to the obtuse marginal and reverse svg to the right posterior descending. In addition, the patient also had aortic valve replacement, articure maz procedure and left atrial appendage clipping. The patient was discharged 5 days after surgery. The event is reported to be resolved with residual effects.